Manufacturer narrative:
(B)(4).

Event description:
The representative reported the patient's left implant had seroma. The fluid was cultured, and it was not infected. The implant was causing the patient to be uncomfortable. The implant site was tender and the implantable neurostimulator (ins) was at an angle. The healthcare provider (hcp) had decided to use a new implantable neurostimulator (ins) today, (B)(6) 2015. The hcp also implanted another implant on the patient's right side today, since the patient was not having therapeutic benefit. It was decided during the patient's first implant that she may need bilateral stimulation for therapeutic benefit. Additional information received via the representative reported the patient had therapeutic benefit, but both the physician and the patient thought she would have even greater benefit with bilateral stimulation. The patient's original ins was placed under local anesthesia and she was very uncomfortable, so the physician tried to get the ins implanted with as little additional work to make a pocket as possible due to the patient's discomfort. It was thought the ins hadn't sat ideally in the pocket, and at (B)(6), the patient was putting a lot of pressure on the area. The patient needed the pocket to be revised and the ins placed a little deeper under intravenous (IV) sedation. It was noted the physician was not certain if tenderness near the ins was due to infection or inflammation. It was noted "all went fine." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.